Event description:
A hospital in another country reported to our distributor that during function checking prior to use, they found the resistance value of the heaterwire in the inspiratory tube of an rt225 infant bias flow breathing circuit was higher than its spec. No pt consequence was reported.

Manufacturer narrative:
The product involved in this complaint is not sold in the USA but it is similar to a product which is sold in the USA. The device is en route to the MFR for inspection. Method: our distributor reported that they checked the resistance of the heaterwire at their site. Results: our distributor reported that the inspiratory limb heaterwire resistance was higher than the acceptable limit. There was one other similar complaint for this lot number. Conclusion: higher resistance in heaterwire is usually associated with improper crimping of the connector to the heaterwire during production. Every breathing circuit heaterwire is electrically tested during production. Those that fail are rejected. This suggests the resistance of the heaterwire changed after the device was released to market. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.008%.